Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. Lead damage sustained during the initial implant procedure or a potential lead dislodgement were suspected to be the cause of the event, however, neither could be confirmed. On (B)(6) 2021, the rv lead was capped and replaced. During an unrelated procedure on (B)(6) 2022, the capped rv lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and insulation damage. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed but insulation damage was confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. Visual inspection found the outer insulation cut/damaged in multiple locations at the lead body with three filars of the outer coil melted and separated in two of the locations due to electro-cautery damage consistent with procedural damage. The cause of insulation damage is consistent with procedural damage. The measured full helix extension length was within specification.